Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a j&j sales representative. Investigation summary: service and repair evaluation: the customer reported that the device 03.501.080, application instrument for snal zipfix mechanism is broken on zip fix. The repair technician reported that the handle binds when fully engaged. Lube/oil/clean is the reason for repair. The cause of the issue is unknown. The item was repaired per the inspection sheet, passed synthese final inspection on (B)(6) 2023 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 40. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history review: part number: 03.501.080 lot number: 738p623 manufacturing site: haegendorf release to warehouse date: (B)(6) 2022 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, during testing it was observed that the application instrument for snal zipfix mechanism is broken. No patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. No further information. This report is for one (1) application instrument for snal zipfix. This is report 1 of 1 for complaint (B)(4).